Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The occlusion test could not be performed due to the button anomaly. No moisture damage was found inside of the insulin pump. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 328 mg/dl, which the customer attributed to a late dinner the night prior to the phone call. The customer stated that they had treated with a bolus deliver and felt okay to continue troubleshooting. The customer stated that they went to the swimming pool but had the insulin pump in a bag; they did not think the device was exposed to moisture. The discontinuation of the device was advised. Nothing further was reported.